Event description:
The affiliate reported the customer alleged white blood cell (wbc) flag and vote-outs, and elevated intermittent platelet background, for three patients, involving the coulter act diff 2 analyzer. Results for three patients were provided showing erroneous wbc and differential result with instrument generated messages. All other parameters were comparable. Maintenance log indicated system startup was repeated multiple times on various days due to elevated platelet background. No erroneous results were released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer replaced the check valves at the wbc bath and the rbc (red blood) port as instructed by the field service engineer (fse) and resolved the issue. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting.

Manufacturer narrative:
All related medwatch reports associated with this incident: 1061932-2013-01260, 1061932-2013-01290, 1061932-2013-01291.